Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to recover. A field service engineer (fse) reseated the pyxis cable for drawer 1 and replaced the entire half height drawer 1 in the main unit due to a damaged broken left side rail. All cubies were removed from locations 1.1 and 1.2, and the drawer was removed and installed into a new half-height drawer. The station was powered back on, the drawer was assigned, and all cubies for locations 1.1 and 1.2 were reinstalled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 1 to 1 cubies b1 through b6 were unable to be recovered. When the user was trying to close the drawer, the rail jammed on 4 med card east pyxis machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.